Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the likely cause of the noisy image was due to damage to the scope connector circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a noisy image. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.